Event description:
It was reported that this it was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined that there was a morphology change that led to the ventricular rhythm to be oversensed. This device remains in service. No adverse patient effects were reported.